Manufacturer narrative:
Consumer admits to laying on the heating pad which is abuse of the product and a violation of the instructions and warnings provided. Consumer admits to sleeping while using the heating pad which is a violation of the instructions and warnings provided. There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction. Consumer has not returned the product.

Event description:
Consumer is claiming she was laying on a heating pad for 45 minutes and fell asleep. She is alleging to have sustained a 2nd degree burn to her lower back.

Manufacturer narrative:
After examination of the product we were able to determine that it was manufactured by (B)(4). And its establishment registration # was (B)(4). Consumer admits to laying on the heating pad which is abuse of the product and a violation of the instructions and warnings provided. Consumer admits to sleeping while using the heating pad which is a violation of the instructions and warnings provided. There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction.

Event description:
Consumer is claiming she was laying on a heating pad for 45 minutes and fell asleep. She is alleging to have sustained a 2nd degree burn to her lower back.